Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with minor/deep scratches on display window.

Event description:
It was reported that the customer's insulin pump had three cracks on the screen. Her blood glucose was in the 150 mg/dl to 160 mg/dl range. The customer was not sure how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.